Manufacturer narrative:
(B)(4). Approximate age of device ¿ 44 days. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that on (B)(6) 2016, the patient was admitted into the hospital due to elevated lactate dehydrogenase, hematuria, and possible pump thrombus. A system controller log file was reviewed by the manufacturer¿s technical services¿ representative, and confirmed linear elevation in lvad power consumption. On (B)(6) 2017, the patient's pump was exchanged due to suspected thrombus. No additional information was provided.

Manufacturer narrative:
The pump was returned assembled with the driveline severed approximately 3 inches from the pump housing. An approximate 1.5 inch portion of the severed driveline was returned. The sealed inflow conduit, the sealed outflow graft, the bend relief, and the bend relief collar were not returned. The inlet stator bearing cup and rotor bearing ball revealed dark red, tissue-like depositions. The depositions had areas that were denatured and had a ring-like structure, which are indications that they likely developed over an undetermined period of time while the pump was in operation. Although a specific cause for the depositions and a timeframe for which they were present in the pump could not be determined, they would have potentially contributed to the report of elevated ldh and thrombus symptoms. Additionally, the depositions would have created additional resistance on the spinning rotor, potentially contributing to the upward trend in power identified in the submitted log file. No other depositions were identified. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. The pump was cleaned, reassembled, and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process. The pump operated as intended. Thrombus is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.